Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer had a blood glucose level of 500 mg/dl, which was treated with the insulin pump. Caller also reported that he was having trouble clearing sensor errors. The insulin pump was not replaced or returned for analysis.